Event description:
An invance sling was implanted. It was reported that the patient developed recurrent incontinence worse than baseline. Implant details were not provided.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.